Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The pt also stated the lead was removed via thoracotomy. This info has not been verified by a med professional.